Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) EKG cable is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d8, d9,g3, g6, h2, h3 ,h6 (component codes, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service technician (fst) was dispatched to evaluate the unit. The fst checked and found that the insulation of the truck cable ECG is rotten and damaged, but it can still be used to transmit signals. It is recommended to replace it. A quote will be provided. Waiting for the customer to accept the quotation. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (investigation findings, investigation conclusions). A getinge field service technician (fst) was dispatched to evaluate the unit. The fst checked and found that the insulation of the truck cable ECG is rotten and damaged, but it can still be used to transmit signals. Replaced new ECG trunk cable. Unit tested and can be used normally.